Manufacturer narrative:
PMA/510(k) number: k150896 or k171907. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2019-00464. [Mw5090361.pdf].

Event description:
It was reported that a patient underwent a revision surgery to remove two vitality screws due to a post-op infection. There was no further surgical information provided and no additional patient impacts reported. This is report two of two.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: results, and conclusion codes. The product was not returned for evaluation, and no x-rays/photographs were provided. Without product return a full evaluation cannot be completed so no evaluation results are available. The lot number for this specific device was not provided. Therefore, the device history record (DHR) review can not be performed in this case. It was reported that a patient underwent a revision surgery to remove two vitality screws due to a post-op infection. The reported complaint could not be verified. Without further information or product return, the cause of this failure cannot be determined.

Event description:
It was reported that a patient underwent a revision surgery to remove two vitality screws due to a post-op infection. There was no further surgical information provided and no additional patient impacts reported. This is report two of two.